Event description:
It was reported the eas and oms 20 were used during a laparoscopic hernia repair. The first eas misfired or jammed. Another eas was opened and was misfiring, not forming staples and jammed. An oms20 was then opened and it jammed. A second oms20 was opened and it worked fine to complete the case. There was no consequence to the patient.